Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient stated "pain and stinging" around device site following implant on (B)(6) 2014. The patient was seen for a device check following implant procedure, and was assessed for discomfort based on the complaint. The patient was prescribed medication for pain, device check revealed no product problem. The device remains in use. No further patient complications have been reported as a result of this event.